Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recv1507 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that sand holes were found at the 3 cm scale on the catheter exposed externally after one month use of the catheter. And fluid leaks occurred. No other information was provided.